Manufacturer narrative:
This medical device report is being submitted as part of the actions taken by biotissue holdings inc. (Bthi) in response to FDA investigator feedback and a 483 observation received 018feb2026 regarding not submitting MDR report within 30 days of being aware of information that reasonably suggested that a marketed device may have caused or contributed to death or serious injury. During the inspection, feedback and additional information were provided regarding the need to initiate mdrs for adverse event cases where any medical or surgical treatment was provided even when the causal relationship to the device is not evident, even when the adverse event is self-limited, and even when such events may arise from underlying patient conditions rather than device malfunction or performance concerns. The feedback received expanded the reportability criterion bthi was following based on 21 cfr 803 regulation. As bthi is fully committed to compliance with FDA reporting requirements, a retrospective review of adverse events since the last inspection (mar 2024) was completed. In this look back, adverse event cases already investigated and determined not reportable were reassessed per the expanded criteria provided during the inspection that redefined as reportable cases where medical or surgical treatment was provided, regardless of clinical outcome or relationship to device performance. The review identified adverse events investigated between march 2024 and february 2026 that, upon reassessment, met the expanded criteria for reportability. This MDR submission date falls outside the standard 30 day reporting requirement from the awareness date of the adverse events as they were identified reportable per the expanded scope and criteria received post-inspection 18feb2026.

Event description:
A 78-year-old caucasian female patient with moderate dry eye including 2+ superficial punctate keratitis (spk) (no other ocular history noted), had prokera (pk) devices placed for ocular surface optimization (oso) in preparation for cataract surgery. An associate physician successfully placed the pk in one eye without any issues but encountered difficulty when inserting the device in the second eye (inserted the morning of (B)(6) 2025). The physician noted there was difficulty inserting the device due to a tighter fit [patient had tight eyelids]. No issues were reported immediately after insertion. A nictavi patch was placed on the eyelid as tape tarsorrhaphy. The prokera was removed one day after placement ((B)(6) 2025), in the afternoon. At this time, the patient was described as having developed an ulcer. Erythromycin ointment (antibiotic) was then prescribed for nighttime use and vigamox drops (moxifloxacin antibiotic) every hour. In a follow-up appointment with dr. Sun the day after device removal, the cornea was noted to be completely clear, and the patient had no complaints.